Event description:
The doctor performed a robotic laparoscopic prostatectomy. He used a ethicon endopouch to remove the prostate. While attempting to remove the specimen from the abdomen, the bag broke. The doctor examined the bag and determined that that all the pieces of the bag were present and not retained in the abdomen. The lot number is p4rd2.